Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power and a display issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter was discovered on (B)(6) 2011 at 11 am. Reportedly, the meter would not turn on and the display screen looked buckled after going thru the laundry wash cycle of the washing machine. She stated that she manages her diabetes with insulin (pump therapy) and due to the alleged issues, after 11 am and all day she had less food/drink. The patient claimed on (B)(6) 2011, at 3 am, after the alleged issues began she felt 'really sweaty and not feeling well'. She reported at the same time, at 3 am, she associated those symptoms to a low glycemic stated and self treated with food and drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that both issue were caused due to the misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.